Manufacturer narrative:
A qualified field service engineer evaluated the system and was able to confirm the reported problem by reviewing the system logs. It was determined the cause of the system shut down was the voyager platform power module and replaced the part to resolve the customer's immediate concerns. The system was returned to service with no further similar issues.

Event description:
It was reported a customer¿s ultrasound system was not available during a critical procedure. The epiq 7c ultrasound system shut down during a watchmen procedure. The system was rebooted multiple times to complete the procedure. There was no patient or user harm associated with this event. The field service engineer replaced the power supply to resolve the customer¿s issue. Philips has started an investigation, and a follow-up report will be submitted upon completion.